Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing anterograde approach. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. After a guidewire crossed the lesion, a 7.0x40, 75cm mustang balloon catheter was advanced for pre-dilation. However, on the first inflation at 15 atmospheres, the balloon ruptured after being inflated for 15 seconds. The device was completely removed from the patient. The procedure was completed with another mustang balloon catheter and the patient's blood flow was recovered. No patient complications were reported and the patient's status was good.